Event description:
On 01-jul-2025, a healthcare provider reported that the user was hospitalized on (B)(6) 2025 for diabetic ketoacidosis (dka). The user experienced cognitive changes and was treated with intravenous insulin. Ems was called by a family member. No long-term health effects were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The system operated within specification, including issuing alerts for high glucose, out-of-insulin, and pause reminders. Insulin delivery matched system requests, and no motor or sensor errors were identified. The device was powered off during the reported hospitalization period and later resumed. Based on available data, the ilet functioned as intended. The event appears associated with user-related factors, including failure to resume insulin delivery, extended out-of-insulin condition, and delayed response to alert. No product issue was identified.